Event description:
Caller reported a malfunction on the pump, indicating a malfunction code labeled as malf 3 that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged to replace the pump, and the caller was advised to use multiple daily injections as a backup therapy. The customer was informed about receiving a pump with updated software and given instructions for storing and returning the malfunctioning pump.